Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. The device remains in the patient. The root cause of the event could not be determined from the information available and without device evaluation.

Event description:
It was reported that was insertion of a suture of a meniscus posterior horn. After some time there was pain in the capsule. An MRI was performed. The meniscus was correctly seated and the implant too. An accumulation of tissue appeared around the implant. Patient is known to have numerous allergies. Surgeon has requested a list of the material composition of the implant and the suture to provide to an allergist for allergy testing to possibly prevent a revision surgery to explant the device. Update: (B)(6) 2018: there is "tissue enrichment" around the implant. This suggests "swelling" in the sense of inflammation. But it's not confirmed by sales rep. Update: 15-jan-2019: the surgeon has reported to the sales rep that the materials information was provided to the patient and the patient will have a test performed at the dermatologist. Surgeon is not involved in the dermatologist testing. Surgeon stated to rep that the implant is not really firm behind the meniscus and he will have to remove the implant. Surgeon will keep the sales rep informed. Update: 07-feb-2019: the patient suffered from internal knee pain. MRI right shows slight inflammation at the dorsal/medial capsule (where the anchors are inserted). The symptoms began during a 4 week load build-up. The patient had been treated to this date with standard operational aftercare only. The allergy test is still under investigation. Surgeon will send feedback.